Event description:
Following a diagnostic catheterization procedure, an angio-seal device was placed without difficulty, and hemostasis appeared to have been achieved. The patient noted a small amount of pain upon deployment. A very small hematoma was also noted by the physician following device deployment. The tamper tube and tension spring were removed without difficulty. The patient was then taken back to the hospital floor. Five hours later, frank bleeding was noted, and manual pressure was applied. Following hemostasis, the hematoma was noted to have increased only slightly in size.